Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2026, in which the leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete device information. Further information was requested but not received. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during an ipg replacement procedure [related report number: 1627487-2025-04903] both leads were found to be kinked. Surgical intervention may take place at a later date to address the issue.